Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer cleared the alarm and resumed insulin. The customer's blood glucose (bg) level rose from 188 to 218 mg/dl and food was consumed to address the bg level.

Event description:
The customer reported that the blood glucose level increased from 188 to 202 mg/dl. A bolus of insulin was delivered to address the blood glucose level.